Event description:
On 12/21/2023, it was reported by a sales representative via sems (B)(4) that the fibertak from an ar-3688 knotless fibertak biceps implant system would not deliver down the guide. This was discovered during a procedure. Additional information received indicated that this was discovered during a shoulder scope bicep tenodesis procedure. The fibertak implant got stuck and would not go down the guide; nothing broke inside the patient. Another ar-3688 knotless fibertak biceps implant system was used to complete the case from a different lot number. The case was delayed ten minutes, but the sales representative is unsure if additional anesthesia was administered. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging the device during insertion.